Manufacturer narrative:
Patient (B)(6). Device broke intra-operatively and was not fully implanted or explanted during the procedure on (B)(6), 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in colombia as follows: it was reported that three (3) intra-medullary fixation screws (12mm) broke during a cerclage procedure on (B)(6), 2015. The first screw, meant for the top of the jaw, broke during insertion. Half of the screw remains in the patient's bone. Two additional screws broke during the procedure. Fragments from each of those screws remain in the patient's bone as well. The heads of the broken screws could not be found and were likely captured by the suction hose. The procedure was completed successfully with no reported time delay. The patient is said to be in good post-operative condition. This report is 1 of 3 for (B)(4).